Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter at 11:00 a.m., resulting as 3.7 inr. At 12:45 p.m., a sample from the patient was tested on the meter, resulting as 2.8 inr. The patient believed that both values were incorrectly high. The values were reported to the patient's independent diagnostic testing facility. No adverse events were alleged to have occurred with the patient. The patient's medication was not changed and the patient was not treated based on the meter result. The patient is currently feeling good. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient had no changes in coumadin medication. The patient has not been taking any new medications, has no illnesses, and has had no diet changes. The patient has not had bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.